Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a extension set was leaking from the female adapter. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual sample was received for evaluation. A visual inspection was performed which observed that the device was in its original packaging and all components were present except the plug. A functional testing including leak testing was performed which observed a bubbling between the tube and the female connector which indicates a leak. The reported condition was verified. The cause of the condition was a manufacturing relating issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.